Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports unspecified side "rupture" of a saline device. The manufacture of the device is unknown. The device has been explanted.